Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation. The consumer unable to do a "scratch test" on oral-b logo on brushhead to determine if product could be counterfeit, consumer relations unable to determine name of brushhead.

Event description:
Brushhead broke and fell off inside mouth (device breakage). Brushheads are loose on the toothbrush handle (device connection issue). No adverse effect (no adverse event). Case description: a female consumer, age unspecified, reported using an oral-b vitality series rechargeable toothbrush version unknown with a oral-b brushheads, version unknown and reported: brushheads are loose on the toothbrush handle; the brushhead broke and fell off inside mouth, no adverse effect. The case outcome was no symptoms. No further information was provided.